Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a needle that popped out on a sensor. It is unknown if the sensor was deployed or if it was a detached needle. No additional patient or event information is available.